Event description:
Caller reported malfunction on pump and did not provide details on any preceding events. Impact to blood glucose level was unknown as caller declined to answer if level exceeded 500 mg/dl. Technical support confirmed field correction notice was not received, ensured notice was resent, and proceeded with replacing malfunctioning pump. Caller lacked backup therapy and planned to consult healthcare provider for options. Instructions on entering storage mode before returning pump were provided, and caller acknowledged understanding of process upon receiving replacement.